Manufacturer narrative:
(B)(4). Date sent: 9/9/2021 investigation summary: the call home investigation revealed reflected power errors and a probe temperature too high error. The forward power was set to 65w for this procedure and the actual output power was between 64w and 67w while running. There were several instances of high reflected power that caused the system to stop power delivery, as designed. The probe returned with its tip broken into several pieces. The root cause of the tip break is unknown. The attached images display CT views of the probe's placement, a reflected power error onscreen, and the probe missing the tip. The last image is two fragments left in the patient. Another attached image displays the probe's fragments in a container, as well as the broken probe wrapped into its original box. Analysis does not reveal the root cause of the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed by the applicable pqss drb on a regular basis to determine if further action is necessary. Lot ml19104675 was reviewed (in process sn (B)(6)). Manufacture date: 12/3/19. Expiration date: 7/1/23. Probe sn (B)(6) failed the controller test. There were no further errors seen during the manufacturing and testing of this lot.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2021. Additional information requested and received: 1. When they inserted the probe, did they encounter any resistance? [Ans: no] 2. Did they apply any zig/zag or a lot of force on the probe? [Ans: np] 3. When they moved the patient to CT, was any movement of the probe noticed? [Ans: no movements observed as show in CT scans before and after] 4. Was the probe nudged at all during the move to the CT? [Ans: no movements observed as show in CT scans before and after] 5. Did anything happen when the bed was moved into the scanner? [Ans: no] 6. When the pulled the probe back, did they pull it back in a straight line or with lateral force? [Ans: straight] 7. Do they have plan to retrieve or remove probe pieces from the patient? [Ans: surgery was performed the next day ((B)(6)) to remove fragments by wedge resection. ] 8. What is the patient¿s current status? [Ans: patient then suffered from prolong air leak post-op for a few weeks, and was finally discharged on the weekend (B)(6).]

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. When they inserted the probe, did they encounter any resistance? Did they apply any zig/zag or a lot of force on the probe? When they moved the patient to CT, was any movement of the probe noticed? Was the probe nudged at all during the move to the CT? Did anything happen when the bed was moved into the scanner? When the pulled the probe back, did they pull it back in a straight line or with lateral force? Do they have plan to retrieve or remove probe pieces from the patient? What is the patient¿s current status?

Event description:
It was reported that a patient with 1.3cm tumor in right upper lobe is in supine position on CT bed with legs pointing towards the CT scan. The pdm was mounted on ctbkt1, which was placed securely on the CT bed, above head level of the patient. The patient was under ga with jet ventilation. The pr15 probe (connected to channel 1) was tested with no bubbles is inserted through skin and up to pleura. A CT scan was done to ensure the probe trajectory and direction was correct before the probe was further inserted into the lung through the tumor and the tip of the probe was around 0.6cm distal to the tumor. Then tissue loc was done to keep the probe in place. Another CT scan was done to confirm the probe placement relative to the tumor and the plan. The CT scan confirmed the probe was well placed, as shown in image 1. Neuwave power was set to 65w for 10 minutes and started the ablation. As the temperature of the probe reached around 80c after 2.5 mins activation and the patient is planned to be scan again to check the ablation zone while ablating. However, the ablation was suddenly aborted when the bed was moving into the scanner, the icon representing ¿reflected power error detected¿ shown on the screen. We try to continue the ablation by pressing the ¿ablate¿ button on the screen, same error occurs for a few attempts. The doctors decided to do a CT scan to check on the ablation zone but found no obvious shading on the image and no ground glass opacity. Then the same pr15 probe was switched to channel 3, however, it could not pass the test with the probe still being in the lung. We repeated by pressing the ¿test¿ button and still failed, with message shown on screen as in image 2. Due to risk of pneumothorax and potential seeding of cancer cell, also the difficulty of placing another probe with a good path, the doctors did not want to replace the probe. So we switched the probe to channel 2, but the probe still cannot pass the test until a few attempts. The probe finally passed the test, and we tissue loc the probe again then started the ablation at 65 w for 10 mins. Same as before, ablation was aborted after 2mins, with probe temperature reaching just over 100 deg. By this time, the doctor took a scan to check the ablation zone. Ground glass opacity was observed, suggesting the tumour was ablated, and there was a 1 cm air pocket from the tip of the blade, as shown in image 3. The doctor tried to readjust the probe so it`s not in the air pocket, to see if this was the cause of the test failure. They pulled the probe out by around 1cm, but still fail to pass the test. They further pulled the probe out by 1 cm, re-scanned and realized the tip of the probe was detached. So they decided to abort immediately, pulling the probe out of the patient completely. It was found that the probe is now around 13-13.5cm long as shown in image 4. Another CT was done, and this time, we found that the remaining portion of the probe left inside the patient was in 2 fragments as shown in image 5. The patient will be monitored for any other complications, and they now plan to surgically removed the part of the lung containing the probe fragments. The doctors were concerned about the sterility of the fragments and potential cause of infection.